Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e2, e3. A getinge fse was dispatched to evaluate the unit, he states that customer said this was a filling issue as well. I could not find any issues. No repair information available for user - error. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a filling issue, user error or damage reported.

Manufacturer narrative:
Due to character limitation in e1: for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.